Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported by the customer service team after reviewing the patient photos that the patient was asked to backtrack in the lower arch. They found that the lower 10 fit the best. The patient indicated they have some sensitivity, and that one tooth is wigglier than the others.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.